Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing issues with air bubbles in the infusion tubing and insulin cartridge of the infusion device leading to elevated blood glucose of 350-400 mg/dl. The issue has been ongoing for 6 months and occurs when the insulin cartridge is nearly empty. The patient's normal blood glucose range is 60-160 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.